Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle and a cartridge change was performed to address the issue. Upon loading a new cartridge, a cartridge change error message occurred. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose level was 75 mg/dl.